Manufacturer narrative:
The echelon 10 microcatheter and the y adaptor were not returned. The coil was returned unsheathed, unprotected, and damaged. The proximal end of the coil has been stretched. Located adjacent, but distal to the strain relief are two severe kinks to the hypotube. The distal kink was found inside the resheathing tool. It is important to note that the damaged section stated in the event description was found exposed 17.0 cm distal to the distal tip of the green introducer. It is also important to note that there is a severe kink on the hypotube 10.5 cm proximal to where the "folding" occurred between the rigid and flexible portion of the dpu. Located entirely in the flexible section and 4.6 cm off the distal tip of the dpu is a kink in the tip coil. The memory retained loop has only been able to be duplicated through laboratory testing by retracting the green introducer from the hemostatic valve and allowing the soft braid to be proximal to the valve. When the hypotube is used to advance the coil, the distal flexible section will form a memory retained loop. The coil was returned severely damaged. The complaint event was duplicated. The most likely root cause of the device positioning unit (dpu) bending at the rigid/flexible junction was due to the green introducer being retracted proximal to this junction and the y adaptor during coil advancement. When the rigid portion of the delivery wire is then used to push the coil, the exposed distal flexible section will fold over as was found on the dpu. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "while holding the distal end of the re-sheathing tool and translucent introducer sheath together between your thumb and forefinger, as was done previously during coil inspection, advance the dpu wire through the introducer sheath into the infusion microcatheter. As the microcoil passes through the introducer tip into the microcatheter hub, continuously verify that the introducer tip and microcatheter hub remain aligned. Continue to advance the dpu wire until its hub connector reaches the proximal end of the re-sheathing tool. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the issue. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the reintroduction; in the area between the flexible portion and the more rigid portion; folding has occurred and this has not allowed the full introduction of the coil. The coil could not be used. Product analysis on revealed that the coil was stretched and kinked.